Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow-up call on 01-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 584 and 424 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl and expected non-fasting blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer is purchasing test strips from mexico. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/13/2024 and open test strips were opened more than one month ago. The meter memory was reviewed for previous test result history: result 1: hi date: 11-14 time: 04:01 pm non-fasting. Result 2: hi date: 11-09 time: 06:10 pm unsure. Result 3: 584 mg/dl date: 10-16 time: 12:53 pm unsure. Result 4: 424 mg/dl date: 10-15 time: 09:20 am fasting. Result 5: hi date: 10-14 time: 08:36 pm unsure.

Manufacturer narrative:
Sections with additional information as of 16-jan-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value.